Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. This report is for one (1) unknown variable angle (va) locking screw. Part and lot number is unknown. Without the valid part and lot number, the UDI is not available. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (510k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent the surgery for distal humerus fracture on (B)(6) 2016 and was implanted with variable angle locking screw and a variable angle locking clavicle plate. The hardware removal surgery took place on (B)(6) 2017. According to x-rays which were taken before the surgery, revealed there were no broken implants. However, during the surgery the surgeon realized that head of the va locking screw 2.7 was broken. It did not break during the removal. There was a surgical delay of unknown number of minutes. Concomitant device reported: 2.7/3.5 ti va-lcp postlat dhp- lat supt 7h/rt/127mm-long-ster (part # 04.117.007s, lot # unknown, quantity 1) this report is for one (1) unknown variable angle (va) locking screw. This is report 1 of 1 for complaint com-277630.